Event description:
The stimulation lead was removed 26 april 2019, which resolved the issue.

Event description:
The patient presented at the doctor's office on (B)(6) with stimulation lead erosion at the incision site. The doctor reported that the patient is on biologic for psoriasis that makes the patient immunosuppressed. Removal of the implant is scheduled for (B)(6) 2019.